Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient regarding an external neurostimulator (ens). The patient reported that ¿it¿s been removed only because it almost killed me. I had (trial) implanted on (B)(6) 2018 and it started malfunctioning by (B)(6) 2018. I tried talking to the surgeon that implanted it about the pain I was experiencing. I talked to a manufacturer¿s representative (rep) multiple times that the batteries went dead on it. It turned out to be a mess. I was wanting to speak with the rep that worked with me though adjusting this thing until it failed. Then when it failed, he said it was so close to being removed that he can¿t change the battery on the system that goes into to the electrodes going in my body. I become paralyzed and had to go back in on (B)(6) 2018 for removal. I was in a wheelchair because I had no leg function.¿ the patient reported that ¿to each his own might work on one out of a million and it might work on a million out of a million, but I know it didn¿t work for me.¿ the patient noted that they were working with two reps and told them he couldn¿t walk and the battery was dead on the thing. The patient reported that the rep was ¿supposed to readjust it and what not, but it didn¿t do nothing.¿ the patient reported that all this happened within a week trial of it being in me. The patient reported that ¿I got such a bad infection that it was looking like 2 frog eyes sticking out of my incision where they inserted the deal.¿ the infection was at the lead site. The patient reported that when the leads were removed ¿it took 2 people to pull the cords out of my back.¿ the patient reported that ¿I was on IV port injections until (B)(6) 2018. It laid me up from (B)(6) 2018.¿ the patient reported that he didn¿t get to have ¿enjoyable pain relief from temporary.¿ no further complications were reported. On (B)(6) 2019-08: no new information.